Event description:
There was an allegation of a questionable sodium result from the cobas 6000 c501 module. The initial result was 213 mmol/l. The repeat result using an avl 9180 analyzer was 137 mmol/l. The repeat result was believed to be correct as it was compatible with the patient's history.

Manufacturer narrative:
The electrode lot number was agv_2024. The expiration date was provided as 24-jun-2025. A system check showed crystals on the reaction cell, and a nozzle was dropped during the movement. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the nozzle in the rinse unit. The investigation determined that the service actions resolved the issue.